Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. Initial reporter state : unknown, reported through dchu, franklin lakes, nj. Medical device manufacture date : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. Unable to perform complaint lot history check due to an unknown lot number difficult/unable to operate. CAPA/sa - based on the above no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown.

Event description:
It was reported that 1 unspecified bd nano¿ 2nd gen pen needle cannula was too short. The following information was provided by the initial reporter :   the consumer reported that when used it burns and does not seem to inject properly as it bunches up under the skin on account of the needles not being long enough.